Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of reeu0287 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported via ms&s "caller states a few weeks ago he had his midline taken out. He states he now feels pain and tenderness a few inches from where the port was inserted. Caller asking if he should contact his doctor about this. Also what could be causing this issue." Ms&s response "explained that he should contact his physician about this pain in his arm. Explained that some medications can irritate the vessels of the upper arm when they are given via a midline. Explained that this irritation can cause residual inflammation in the vein. It could also be something more serious like an infection or blood clot. The only way to know for sure is to have it evaluated further by his physician." Additional information received 03/22/2021: concomitant therapy: "saw dr. On (B)(6), vein hard and sore, diagnosed a blood clot, prescribed 15 minute heat therapy three times a day, contact him if worse, report condition in 5 days."